Event description:
The customer reported a stitching problem, which can potentially lead to a misdiagnosis.

Manufacturer narrative:
When investigation is completed a follow-up report will be sent to the FDA. (B)(4).